Event description:
It was initially reported that this vns patient fell from a five meter height. An x-ray image was provided in which the lead pin appeared fully inserted. Due to poor image quality, no additional assessment could be made. It was also reported that the patient¿s device could not be interrogated. Follow-up with the physician showed that the generator worked prior to the fall. The patient was referred for generator revision. Surgery is likely but has not taken place. A battery life calculation was performed with results of 0.23 years remaining.

Manufacturer narrative:
Review of x-rays showed that the lead pin appeared fully inserted. Due to poor image quality, no additional assessment could be made.